Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with bradycardia. It was noted the implantable pulse generator (ipg) had reached elective replacement indicator (eri) for longer than three months as patient had been lost in follow up. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.